Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm and keypad anomaly. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Customer stated that when they trying to rewind none of buttons worked and later got a button error alarm. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated that insulin pump was not exposed to a change in altitude. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. The customer removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received no button response (act) due to corroded keypad traces. Unable to perform displacement test due to no button response. Unable to verify pump error 23 alarm, pump error 43 alarm and pump error 49 alarm due to no button response. No blank display noted.